Event description:
Related manufacturer reference 3005188751-2014-00055, 3005188751-2014-00056. During a cardiac ablation procedure, a pericardial effusion occurred. A transseptal puncture was performed with a brk transseptal needle and two unknown sjm slo introducers were placed in the heart. While mapping in the left atrium with a non-sjm f-curve ablation catheter, transeptal access was lost. The physician then inserted a non-sjm d-curve catheter and the patient became hypotensive. Ultrasound revealed a pericardial effusion. A pericardiocentesis was performed, which stabilized the patient. Further information was requested but is not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis . A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.